Event description:
Reportedly, as the radiology technologist was moving the tube crane into position for a wall bucky exposure, the right cover detached from the tube crane and fell striking the technologist in the head. The technologist was examined in the emergency room and has x-rays and a computerized tomography scan taken. Reported info at this time indicates that the technologist injury was not serious.